Manufacturer narrative:
H.6. Investigation: a 2205e-0006 sample from lot 18025745 was received for investigation in opened packaging. A visual inspection confirmed the customer's experience as the spike was observed to have been bent. A closer inspection identified the tip of the spike to be curved. Additionally part of the vial adaptor appeared to have been broken away, however this is likely to have occurred during attempts to remove the vial access device (vad) from the vial. A definitive root cause for the customer's experience could not be determined, however the customer's feedback indicates the damage was identified during attempts to connect the vad to the vial; in this instance it is unlikely that the damage was caused or contributed by a manufacturing process. A review of the production records for lot 18025745 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have indicated that damage of this nature is consistent with an angled insertion technique or a non-central positioning of the spike into the vial. The spike of the vial access device is intended to be inserted at the central circle position of the rubber bung of the vial using a vertical force.

Event description:
It was reported that vial access device was damaged and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: our costumer complained that the needle kinks when they try to insert it into the vials of bortezomib and vidaza. The needle does not puncture the rubber of the mentioned vials, or the liquid leaks out by the needle. This occurs with all lot numbers when using those vials.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that vial access device was damaged and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: our costumer complained that the needle kinks when they try to insert it into the vials of bortezomib and vidaza. The needle does not puncture the rubber of the mentioned vials, or the liquid leaks out by the needle. This occurs with all lot numbers when using those vials.